Event description:
It was reported that the procedure was rescheduled. A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for an endovascular therapy procedure to treat a 100% stenosed, severely tortuous and severely calcified superficial femoral artery. When advancing the eluvia drug-eluting vascular stent system, it became difficult to cross through a non-boston scientific guide catheter. The devices were able to be removed separately. The procedure was rescheduled after the patient had been fully sedated. There were no patient complications reported.